Manufacturer narrative:
Product investigation completed. Product analysis confirmed a pump functional failure. The pump failed the valve activation and valve deactivation test, which is an indication that the fluid is flowing through the pump when it should not be. This identified failure would affect the functionality of the device and therefore be the most probable cause of the reported issue. Based on the results of this investigation no escalation is required.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) as the device would inflate but would not stay inflated. The ipp would deflate over time without pushing the deflate button. A replacement surgery was performed in which the existing pump was removed and replaced with a new one. The patient was said to be good after the procedure. It was further reported that the patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) as the device would inflate but would not stay inflated. The ipp would deflate over time without pushing the deflate button. A replacement surgery was performed in which the existing pump was removed and replaced with a new one. The patient was said to be good after the procedure. It was further reported that the patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.